Event description:
It was reported that during the right ventricular (rv) lead implant, the rv impedance initially measured greater than 3000 ohms. It was also reported that it was thought that the implanting doctor gave the lead a tug once connected to the device and the impedance measured 551 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).